Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an alert for a high out of range pace impedance measurement on the right atrial (ra) lead. Also, there was associated noise and oversensing of the minute ventilation (mv) sensor observed on the ra lead on this stored episode. In addition, the presenting electrogram (egm) showed that there was some oversensing of the ventricular t-wave observed on the ra channel during the refractory period. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) to consider performing routine troubleshooting testing to determine if this is a ra lead issue or potentially a device header spring contact issue. The patient was subsequently seen by a physician, the ICD device was reprogrammed to a ventricular-only pacing and sensing mode at 45 beats per minute and no further intervention was deemed necessary. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
This supplemental report is being filed based on this right atrial (ra) lead being explanted and replaced. The lead was returned to boston scientific and product analysis was completed.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was partially extended and found to be stretched and deformed. There was dried blood and body fluid within the helix housing and tip region. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 154 millimeters from the terminal end and the inner coil had a break approximately 144 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of noise, oversensing, and high out of range pace impedance were likely caused by the confirmed fracture.